Event description:
A trocar sleeve tip was noted to have an irregular appearance during a hysteroscopy case. The surgeon retrieved a piece of the fiberglass material that had broken off. The abdomen was opened, but facility contact did not know if this action was related to the device breakage. A smaller piece of fiberglass material was thought to have broken off, also. No fragment was located, however.